Event description:
It was reported that the insulin pump is under delivering. Caller stated that the customer high blood glucose was not dropping even after bolusing. Caller stated that the customer's insulin pump is not delivering the amount of insulin that it says it is. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.